Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: two curved openings, white particles in device inner surface, wear abrasion and fold creases. A leak test was performed which identified openings. A microscopic analysis was performed which identify: three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three openings striated assessed as surgical damage.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.